Event description:
A regional mgr contacted zoll customer support to report that she had learned of an event in which a pt's daughter was alleging deficiency with the lifevest. The daughter stated that the lifevest "did not work." She reported that the pt collapsed in the hallway and was found without a recognizable pulse. The daughter reported that the lifevest was not alarming. Ems was called and the daughter's husband initiated CPR. When ems arrived an external defibrillation pulse was delivered and CPR was continued. The daughter then reported that the pt went into vt and was treated by the lifevest, from which he suffered a burn on his chest. The daughter stated that there was no blue gel present. The pt was transferred to the hosp, during which CPR was continued. The daughter reported that the garment was cut off when the pt arrived in the ER. The pt remained on life support in the hosp and passed one week later on (B)(6) 2012. Later, the daughter reported the ems had said that when they externally defibrillated the pt, there was a heart rate. The daughter then inquired why the device did not treat at that time.

Manufacturer narrative:
Device eval summary: device evaluations of monitor (B)(4) and electrode belt (B)(4) has been completed. The reported problem (lifevest did not work/pt death) has been investigated. Upon eval, the monitor and belt were fully functional. Holter findings conclude the pt was in svt around 130 bpm. An external defibrillation (by the ems) occurred 1 minute later, and the post-shock rhythm was normal sinus rhythm with occasional pvcs at a rate of 84 bpm, with abnormal st-t morphology. The front-back (fb) channel was dominated by signal artifact (likely from ems activity) starting from 13:52:xx, while the side-side (ss) channel continued to show a normal sinus rhythm at about 84 bpm with abnormal st-t morphology. Starting from 14:23:10, both channels were dominated by signal artifact (again likely from ems activity). Recognizable rhythm returned 10 minutes later on the ss channel showing normal sinus rhythm at about 65 bpm, while the fb channel was still dominated by signal artifact. Normal sinus rhythm detection continued until about 19:15:xx when both channels were again dominated by signal artifact. Dual-lead artifact continued until the end of the recording. No shock was delivered from the lifevest. The alleged vt episode and external recordings due to significant dual-lead signal artifact. While monitoring the pt's cardiac signal, no sustained ventricular tachyarrhythmias were detected. The alleged report (lv did not alarm) was investigated. No treatment alarms were initiated as no sustained vt rhythm was detected, nor was asystole ever declared while monitoring the pt. The monitor's alarms were fully functional upon eval at zoll. The alleged report (vt episode after external defibrillation/treatment/burn on chest) was not confirmed. No sustained vt episode was detected by the lv. Rhythm after the external defibrillation was normal sinus rhythm at 84 bpm. Dual-lead signal artifact throughout the event may have concealed the lifevest's detection of the pt's true rhythm. However, the actions performed by the ems (CPR/external defibrillation/removal of garment) contributed to the dual lead signal artifact. No treatment was delivered as the pt did not experience a sustained vt event. The alleged burn on the pt's chest from a treatment could not be confirmed as no treatment was delivered by the lv (and therefore no blue gel deployed), but may have been a result of the external defibrillation. The report of a heart beat after the ems externally defibrillated the pt was confirmed. The rhythm was normal sinus rhythm with occasional pvcs at around 84 bpm. The lifevest is not designed to treat normal sinus rhythm. The lifevest functioned as designed. During the entire event, the pt did not experience a sustained ventricular tachyarrhythmia or a heart rate above 150 bpm (the pt's programmed vt threshold) that would have initiated a treatment event. The pt passed in the hosp one week later on (B)(6) 2012, not wearing the lifevest. Device manufacture date: belt: 06/2011.